Manufacturer narrative:
It was reported that the end-user applied a bandage to the outer part of her right upper arm and that the bandage was left on for approximately 1.5 days. When the end-user removed the bandage, she experienced a skin injury to the skin in contact with the bandage adhesive. The skin injury was described as "ripped skin." The end-user "cleaned it and applied triple antibiotic" and noted that the injury site did not seem to be healing. The end-user stated "I believe it's infected, yellow oozing painful and sore" and followed up with her doctor for evaluation. No medical diagnosis, medical treatment, or further follow up care was reported to the manufacturer upon follow up with the end-user after her doctor's appointment. No sample was returned to the manufacturer for evaluation. Due to the reported infection, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin injury.